Event description:
Abbott vascular closure device (starclose lot # 7030241) did not deploy correctly when used by the attending md. Described as the sheath not splitting as it should. No vascular close device was implanted and manual pressure was held by the attending. The pt was being admitted but was not anticoagulated with tpa and reopro, so add'l monitoring for bleeding was required on admission since no vascular closure device could be used.